Event description:
Patient revised for an acetabulum fracture. Rep has no knowledge of (B)(6) 2010 surgery. Update: 2/28/2012 - litigation papers were received. They allege that patient also had the ceramic head and poly liner removed at the time that the pinnacle cup was removed, however, the reason for this was not stated. The complaint was reopened to reverse the MDR decision for the acetabular cup and to add the head and liner to the complaint.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records for the cup did not reveal any related manufacturing deviations or anomalies. Review of the device history records and/or a complaint database search was not possible for the head and liner as the lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 11/16/2016- pfs and medical records received. After review of the medical records for MDR reportability, the patient was revised to address periprosthetic acetabulum fracture, pelvis discontinuity, and loose acetabular component. Adding screw to the complaint. Competitor cup/liner/screws were implanted at this time.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified no related reports against the provided lot codes. The search and/or review of device history records was not possible against the unknown devices. Medical records were reviewed. The investigation can draw no conclusions with the information made available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4).

Event description:
There is no infection nor component fracture mentioned in the medical records.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges infection and component fracture.

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
Pfs alleges pain. After review of medical records, there were no new allegation reported.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.